Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. A replacement touchscreen was shipped to the customer; however, there were no details in the record to indicate that the part was replaced, and the issue resolved. Multiple good faith efforts (gfe) were performed for further details regarding the event; the responder was unable to provide any details regarding the event. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
H10: e1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen failure. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.